Event description:
Additional information received reported that the patient has learned how to operate both devices so that the shocking rarely occurs. It was noted that the patient was going to record anytime the socking occurred. It was further noted that the patient did not want to be reprogrammed at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient; product ID: 3998, lot# l96576, implanted: (B)(6) 2002, product type: lead; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported the patient had two spinal cord stimulation systems from different manufacturers and their other manufacturer system would interfere with the system in this report. It was stated when they turned on their other system, the system in this report gave the patient a shock.